Manufacturer narrative:
This is an initial report. The device has been requested back for an investigation. A final report will be submitted when investigation is complete. It should be noted: customer' wife did not know how the test site was prepared prior to testing.

Event description:
Customer's wife reported that in the morning sometimes in '09, customer checked his blood glucose with his freesytle lite blood glucose meter and received a reading of 180 mg/dl. Customer then self-administered 10 units of humalog insulin. Ten minutes later, customer experienced tremulousness, so his wife re-checked his glucose level and received a reading of 290 mg/dl. Customer began to have convulsions, so paramedics were called. When the paramedics arrived, customer's wife again checked his glucose and received a reading of 40 mg/dl. Paramedics received a result of 30 mg/dl on an unknown brand of meter, at which point they started an intravenous infusion, gave customer "oral medications" to stabilize his glucose and transported him to a local hospital, where he was diagnosed with hypoglycemia. It is unknown what additional treatment he may have received at the hospital. There was no report of death or permanent injury associated with this event.